Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt experienced pain at their implantable neurostimulator site. It was also reported that the pt experienced stimulation more down his leg than his back. The pt indicated that they had fallen in a ditch which is when the pain began. .